Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the stent was slightly distorted. All leaflets were in the closed position. All commissures were intact. All leaflets were flexible. The right cups (rc) and non-coronary (nc) cusps were intact. A through tear was noted on the left cusp (nc). Conclusions: an approximate 11 mm tear was observed on the belly of the left cusp. The tear exhibited smooth edges at the top and bottom ends. The tear appears consistent with a puncture or laceration by a sharp instrument possibly during the implant procedure. During the manufacturing process, multiple downstream manufacturing checkpoints (0700105, inspection test methods, valve assemblies and valved conduits and 0701026 valve holder attachment inspection test method, valve assembly) would have identified this degree of damage on the leaflet. During the manufacturing process, the leaflets of all valves are inspected under a microscope for torn tissue. In addition, there were no non-conformances or reworks noted during the review of the device history record (DHR). Based on the 100% inspection of each valve under a microscope during the manufacturing process and due to the fact that there were no issues related to tears noted in the DHR review, it is highly unlikely that the noted tear on the leaflet would be missed by the inspection process. H3: device evaluated? Updated h6: updated the codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 23mm bioprosthetic aortic valve, it was reported that there was a "hole in one of the leaflets". The valve was explanted and replaced with another valve of the same size and model. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event: prior to implant of this 23 mm bioprosthetic aortic valve, during inspection the surgeon observed a hole in one of the leaflets. The valve was not used and another valve was implanted. There was no patient involvement. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.